Manufacturer narrative:
Retainer ring black. Customer alleged the pump having corrosion inside battery compartment. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement and self test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, internal battery connector, battery connector, battery tube, motor, vibrator. Unit had corroded battery tube, cracked battery tube threads, cracked case (battery tube). In summary, customer allegation for corroded battery tube was confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was corroded. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.